Event description:
Event description guidant received information that, two weeks after implant of this implantable cardioverter defibrillator (ICD), a high shocking impedance reading was noted in device history. Impedance has gradually increased since implant.